Event description:
It was reported that a patient presented to clinic with a bulge over the implantable cardioverter defibrillator (ICD) pocket which the physician suspects to be seroma. The physician elected to open and drain the pocket. The patient condition was stable.

Event description:
Additional information received notes that the implantable cardioverter defibrillator (ICD) was explanted. Further information was requested but not received.

Manufacturer narrative:
Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.